Event description:
Reported false positive sars results. Unknown how many total or if patients were symptomatic or not. Unknown if the result was confirmed. Confirmation method(s) not provided. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.